Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the handle was cracked during infusion and leakage occurred. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, a leak was observed emanating from the needle housing. Microscopic inspection of the sample revealed that the leak occurred at the proximal adhesive application site in the needle housing. Microscopic inspection needle housing under both white and ultraviolet lighting revealed voids in the adhesive coverage. The observed leakage appeared to be caused by an incomplete bond seal at the tubing/needle joint and a fluid path within the needle housing. It appeared that incomplete adhesive application during device assembly caused the leaking. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the handle was cracked during infusion and leakage occurred. There was no reported patient injury.